Event description:
Return of deflated saline breast implants generates an examination of the device by the mentor company that very commonly describes "parallel striations which are similar to markings made by a sharp instrument perforating the silicone material." Since surgical and post-surgical protocols meticulously avoid any sharp instrument exposure or contact, it suggests that these implants are being damaged by handling in the factory. Diagnosis or reason for use: breast augmentation.